Manufacturer narrative:
Investigation summary: three (3) gelpoint system trocars and one dislodged shield were returned for evaluation. Upon inspection, engineering found that one trocar had all seal components intact and met current specifications while two trocars were missing shields. No additional damages or defects were noted. All gelpoint units undergo 100% visual inspection during the manufacturing process. The exact root cause remains unknown; however the damage to the seal may have been caused by an instrument used in the procedure. The instructions for use (IFU) states, "all instruments should be centered axially when inserted through the sleeves seal for easier insertion" and "'to minimize eversion of the sleeves seal, instruments with high textured surfaces should be coated with a sterile lubricant." This document represents our final report.

Event description:
"The translucent septum came off from two ports during the surgery. One was sent back, but the doctor disposed the other part. It is reported that the doctor inserted gauze multiple times through the ports. Please see the photos for details."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.